Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during basal delivery. Customer's blood glucose level was 130 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.